Event description:
It was reported that the user experienced loss of dexcom g7 cgm readings to the ilet, characterized as signal loss to the ilet, which resolved during troubleshooting and education with no alerts or alarms reported. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status, medical intervention, or hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed transient communication loss between the cgm transmitter and the ilet, with restoration of data flow during the call and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication disruption that resolved with standard troubleshooting.